Event description:
The pt underwent a liver biopsy with the microvasive gun and had no immediate complications. The lab found that the specimen taken was inadequate and that colon tissue was obtained in addition to some liver tissue. The pt required an additional biopsy.